Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿"single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the lubricath foley catheter was dragging upon insertion, making it difficult to advance. The patient allegedly experienced discomfort. No patient injury/medical intervention reported. It was later reported by phone from the complainant on jan 11 2019, that the patient was unable to void using this catheter and it had to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the lubricath foley catheter was dragging upon insertion, making it difficult to advance. The patient allegedly experienced discomfort. No patient injury/medical intervention reported. It was later reported by phone from the complainant on (B)(6) 2019, that the patient was unable to void using this catheter and it had to be replaced.